Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 350 (mg/dl). A pump correction bolus was delivered to address bg levels. Reportedly, customer believes stress contributed to their elevated bg levels. Due to customer changing out supplies, and elevated bg occurring in the past, troubleshooting was unable to be performed with tandem technical support. Recommendation was made to consult with health care provider to discuss diabetes management.